Event description:
In 2008, the lay user/patient contacted lifescan alleging that her lifescan meter was reading inaccurately high and was not powering on. No meter readings were specified. The patient has left her meter at her old residence, so she was unable to provide the name of her meter and the serial number; however, she claimed it was a "one touch" meter and it was square. The customer care advocate (cca) was unable to troubleshoot with the patient since she no longer has the products. Replacement products were sent to the patient. She indicated that the reported issue began a year ago when she was using the meter. She reportedly did not take any actions in regards to her diabetes treatment as a result of the issue. At an unspecified date/time after the reported issue began, the patient became dizzy, lightheaded, weak, shaking. When asked if she received any medical intervention as a result of the reported issues, she stated that on five days prior to original date at 2:30 pm she went to a clinic, obtained a "0 mg/dl" on the doctor's meter, and was treated with food/drink. The medical affairs specialist (mas) was unable to contact the patient by phone to obtain additional information. It would have been helpful to know how often she tests her blood glucose levels and what, if any, diabetes medications she takes. It would also be helpful to know if she had any backup meters to use after the reported issue began, how long she was unable to test with her meter, when she developed the reported symptoms, what events lead to her symptoms, if she actually obtained a "0 mg/dl" on the doctor's meter, and why she went to the clinic on that day. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms and was treated for hypoglycemia after the reported issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.